Event description:
It was reported that during pre-testing it was observed that the foot control device had "wires exposed". The device was not used in surgery. There were no delays in a surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated, the reported complaint that the unit cable wires are exposed was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to improper handling. Should additional information become available. A supplemental medwatch report will be sent accordingly.